Event description:
It was reported thare was rattle noise & low pressure from the nebulizer. There were no reports of death, serious injury, medical intervention, or follow up care.

Manufacturer narrative:
It was reported there was rattle noise & low pressure from the nebulizer. There were no reports of death, serious injury, medical intervention, or follow up care.